Event description:
Procedure: unknown. According to the reporter: the endo gia misfired and the staples were not released. The surgeon fired the gun once with a 45mm blue roticulating cartridge and there was no problem. He then requested a 60mm blue cartridge to staple the lung. The tissue loaded into the gun and was fired. This immediately showed the tissue edges with open staples and bleeding. Due to the open wound a thoracotomy was created to enable suturing of the wound and to prevent further blood loss. Patient status ok.

Manufacturer narrative:
(B)(4).